Manufacturer narrative:
This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided.

Event description:
It was reported that a patient was reoperated for anchor that was not fully seated. Patient could feel anchor and slight protrusion under skin. Spring ligament procedure performed (date unknown). Flexband was integrating well. Same anchor was re-seated in minor incision procedure. No removal or replacement of parts. Images of reoperation attached. Physician told rep that he "probably did not insert the anchor enough".

Manufacturer narrative:
Correction to h6(conclusion code). This investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon. Please refer to attachment. The conclusion of the investigation states communication from physician indicates that the anchor was not fully seated during initial implantation. Movement and rehabilitation post procedure can result in partial anchor dislodgement if not fully seated. Event was a result of user error in surgical technique. However, patient complaint indicates the device may have contributed to event; although it was user error. A voluntary MDR will be filed. Anchors are only us FDA cleared no other reports required.

Event description:
It was reported that a patient was reoperated for anchor that was not fully seated. Patient could feel anchor and slight protrusion under skin. Spring ligament procedure performed (date unknown). Flexband was integrating well. Same anchor was re-seated in minor incision procedure. No removal or replacement of parts. Images of reoperation attached. Physician told rep that he "probably did not insert the anchor enough".